Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed as the lot number was not reported and the device was not returned. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that after implantation of an unspecified rx xience stent in an unspecified vessel, the patient has developed unspecified psychological effects. Reportedly, the physician has researched the everolimus drug and found that it can cause psychological effects, and is requesting information regarding potential psychological effects of everolimus on patient, if any information is available. Additional information has been requested.

Manufacturer narrative:
(B)(4).. Estimated date of event. Estimated date of implant. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.